Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that electromagnetic interference (emi) oversensing was noted on the patient¿s lead and implantable cardioverter defibrillator (ICD). No intervention was performed. There were no patient consequences noted.

Manufacturer narrative:
Correction: please retract this report 2017865-2026-02125 as there is no complaint on the lead. The emi oversensing is solely a device issue.